Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 7nje. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mjt100. Triathlon ps fem component, cemented; cat# 5515-f-301; lot# hurzd. Triathlon fix. Peg 2 per pk, cemented; cat# 5575-x-000; lot# ecmtr. Tri ts baseplate size 3; cat# 5521-b-300; lot# hlsfd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated they have a left stryker knee and have pain and swelling. Patient requested a recall inquiry and stated they have limited mobility no flexion in the knee.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: medical review of this case indicated: "there is no evidence that factors of faulty component design, manufacturing or materials are responsible for this clinical situation." -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusion: a clinician consultant reviewed the provided information and concluded that "arthrofibrosis and reflex sympathetic dystrophy were the suggested diagnosis for this clinical situation." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. If additional information becomes available, this investigation will be reopened.

Event description:
Patient stated they have a left stryker knee and have pain and swelling. Patient requested a recall inquiry and stated they have limited mobility no flexion in the knee.